Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise. It was noted that noise was due to electromagnetic interference (emi). There was no oversensing observed on the lead. This ra lead was surgically abandoned. No additional adverse patient effects were reported.